Event description:
Ous MDR - it was reported that this device had gone to eri at seven months after implant. The patient basic rate was 50 bpm and due to eri occurring, it was now 45 bpm. The patient recalled one episode of dizziness causing him to fall the previous month. After reset, the device came out of eri. It remains implanted and is functioning normally with 90 percent battery remaining.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. The inspection revealed that the eri status was triggered on (B)(6)2016 as a result of the detection of invalid memory content. The battery is not depleted. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. The invalid memory content was detected and corrected by the device during the night routine on (B)(6) 2016. However by design the eri status cannot be removed by the device itself. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.